Event description:
Per patient's father - both of patient's cadd ms3 pumps are not working - pt not on pumps at any point - pt currently admitted and on hospital pumps - no harm to patient - sending new pumps tomorrow for patient - patient's father will return broken pumps to ups - father did not know serial numbers and cannot locate in onetrack - no further information available. Diagnosis or reason for use: i27.0 primary pulmonary hypertension.